Event description:
Medtronic received information that three days post implant of this transcatheter bioprosthetic valve an aortic dissection was noted on the outer curve of the ascending aorta. A stent graft was placed. The dcs was discarded after implant. The valve is functioning and no other adverse patient effects were reported.

Manufacturer narrative:
The reported information did not indicate a potential manufacturing issue. From the available information, a conclusive cause for the dissection and relationship to the implanted valve or this delivery catheter system cannot be determined. Dissection is a known potential adverse effect as listed in the instructions for use.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).